Manufacturer narrative:
Clarification to h.6.: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product or patient details has been requested. No additional information is available at this time. The event is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported, patient was injected in the bilateral cheeks with the skinvive¿ by juvéderm®. Approximately 6 weeks later, patient experienced nodules, that is warm and firm in left cheek. Patient additionally, experienced "redness, swelling and nodules". The hcp treated, the patient with doxycycline orally, medrol pack orally and 0.5 ml hylenex into the nodule. Symptoms are ongoing.